Event description:
Nurse attempted to insert a guide wire ultrasound IV, the guidewire was advanced, but would not go any further. Nurse tried to retract, and it would not come back into chamber. Nurse attempted to retract needle with difficulty, but was managed. Needle was retracted but guide wire remained in patients arm. Nurse was able to pull guide wire out with force from pts arm. Guide wire appeared to be intact. Packaging saved but needle/chamber/guidewire was disposed of in biohazard sharps container.